Event description:
On (B)(6) 2011 customer reported seeing calibration errors for sodium (na), potassium (k) and cartridge chemistry (cc) system chemistries on the dxc 800 pro. The instrument also generated two false low alkaline phosphatase (alp) and 1 false low total bilirubin (tbil) results on three different patient samples. No erroneous results were reported out of the laboratory and no patient treatment was altered based on the erroneous results. Customer did not provide patient information for the two false alp patient results. The sample tested for tbil was from an infant patient. Field service engineer (fse) examined the instrument and checked the entire modular chemistry and cc sides of the instrument and performed ion selective electrode (ise) calibration integrity and ise performance assessment checks. Fse replaced the cc sample probe rinsing tube, cc reagent probes and collar wash which resolved the issue. The root cause is unknown.